Event description:
A customer contacted beckman coulter regarding erroneously high accu tnl results from 4 patient that were generated by the unicel dxl 800 access instrument over a 1 month time frame. The elevated accu tnl result was 1.36ng/ml from patient a 1.08ng/ml from patient b, 0.94ng/ml from patient c, and 7.79ng/ml from patient d. The accu tnl results were reported out of the lab. The customer indicated that patient d was treated with a thrombolytic medication after the accu tnl result was reported. The original samples of patient a,b,c, and d were recentrifuged and re-tested for accu tnl. No information was provided why the patient samples were re-centrifuged and re-tested. The repeat accu tnl result was 0.01ng/ml from patient a, 0.03ng/ml from patient b, 0.04ng/ml from patient c, and 0.01ng/ml from patient. Corrected reports were issued for patient:a,b,c, and d. The customer indicated that there has been no report of patient injury attributed to or connected with this event.